Event description:
It was reported that this left ventricular (lv) lead was explanted due to high pacing thresholds. The cardiac resynchronization therapy pacemaker (crt-p) was explanted as well due to the battery being depleted as a consequence of high outputs needed for adequate capture. New crt-p and lv lead were implanted at the same procedure. No additional adverse patient effects were reported.